Manufacturer narrative:
It was reported that the patient had no cutaneous reaction and the patient was not hospitalized for the eosinophilic peritonitis. On the same day as the onset date, the patient began treatment for the eosinophilic peritonitis with cefazolin, 2 grams, intraperitoneally (ip), ceftazidime, 2grams, ip and vancomycin, 2grams, intravenously (frequencies were not reported). On an unreported date, treatment with cefazolin was discontinued. Four days after onset, the treatments with ceftazidime and vancomycin were discontinued. On an unreported date, the patient was switched to fresenius, bicavera solutions because no result was obtained by suspension of extraneal. Nine days after onset, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with eosinophilic peritonitis manifested by cloudy pd effluent. It was reported that the ¿bags component¿ was a suspected cause of the event however, this was not confirmed, therefore the cause has been assessed as unknown. No further detail was provided regarding whether the patient was hospitalized, treated, or recovered from the event. Two days after onset, extraneal therapy was discontinued. It was reported that due to the eosinophilic peritonitis, the patient would be transferred to another brand of dialysis solution (date unspecified). No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.